Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h13k04070 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient was suspected to have experienced peritonitis. In the month prior to the receipt of this report, the patient was hospitalized for another indication for 24 days. On an unknown date, the patient had "stagnant effluent" due to poor drainage and was treated with ancef ip (dose and frequency not reported) prophylactically for peritonitis. The cause of the suspected peritonitis was unknown. At the time of this report, the patient had completed the antibiotics and was fully recovered from the peritonitis event. Pd therapy was ongoing. Additional information was not available. This is report 3 of 3 involved in this peritonitis event.